Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the package was found broken during inspection." No patient involvement.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis, the complaint could be confirmed by the photos. The complaint of broken package - sterility compromised was confirmed based on the samples received. The customer returned ten units of 528235 visistat 35w 6/box for investigation. The individual returned the units unopened in their original packaging. The packaging of the returned unit was observed to be damaged, with cracking observed near the tip of the device where the staples are ejected. The sterile barrier of the returned sample was compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot # 73k2500216 was manufactured on 10/10/2025 a total of (B)(4) pieces. Lot was released on 10/16/2025. DHR investigation did not show issues related to complaint. Corrective and preventive action (CAPA) was previously initiated to evaluate this issue for product codes 528135 and 528235. Root cause is identified in CAPA. The CAPA was closed on 17-dec-2025. The returned sample was manufactured prior to this on 10-oct-2025. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection." No patient involvement.